Event description:
It was reported by a (B)(6) rep that high impedance was received after an MRI was performed. The physician indicated that the generator was programmed off for the MRI procedure and high impedance was received upon interrogation. The device was kept off and pt was referred for f/u with the treating neurologist. Add'l info was received from a co rep indicating that the last known good diagnostics were from (B)(6) months prior to high lead impedance (no specifics). The pt has been scheduled for x-rays but not performed at the moment due to unexpected hospital troubles. The high impedance is suspected to have been induced by trauma but it cannot be confirmed. No surgical interventions have been planned at the moment for the pt. At the moment good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name, corrected data: initial report inadvertently listed incorrect brand name. Model #, corrected data: initial report inadvertently listed incorrect model number. Lot #, corrected data: initial report inadvertently listed incorrect lot number. Expiration date, corrected data: initial report inadvertently listed incorrect expiration date.

Event description:
Further information was received through an implant card indicating the patient underwent generator replacement surgery. The impedance value marked on the implant card was ok. Moreover, information from the area representative indicated the explanted generator was disposed of by the hospital.